Event description:
During an ankle fusion a screw peeled; all pieces of the screw were removed and a new screw was placed.

Manufacturer narrative:
Additional information has been requested. Device was not implanted. Manufacture date cannot be determined without a lot number. Device is in the investigation process.